Manufacturer narrative:
E1. Initial reporter phone:(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve dislodged into the hub issue occurred. Hemostatic valve failure. Octaray catheter could not be inserted because the hemostatic valve was too hard. Timing occurred one hour after the start of the procedure. Immediately after atrial septal puncture. Resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath - medium with another new one. The hemostatic valve was dislodged into the hub. The hemostatic valve was intact. The procedure was completed without patient's consequence. Additional information was received. The brim cap/hub did not become detached from the sheath. No picture was provided. The sheath was not used on the patient. No patient consequence. Blood return was not observed. The hemostatic valve dislodged into the hub was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve dislodged into the hub issue occurred. The bwi product analysis lab received the device for evaluation on 29-aug-2023. The device evaluation was completed on 13-sep-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).